Manufacturer narrative:
The companion 2 caddy will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that during a companion 2 driver exchange, the locking mechanism on the caddy was difficult to unlock from the companion 2 driver.

Event description:
The customer, a (B)(6) hospital, reported that during a companion 2 driver exchange, the locking mechanism on the caddy was difficult to unlock from the companion 2 driver.